Manufacturer narrative:
Added: mfg return date. Examination of the returned product confirmed the reported event. The product returned is of a prior design. A conclusive root cause was not identified: although the design has been enhanced. The rod breakage may also be related to a combination of instrument age, service life, and/or user technique. In response to a trend identified previously for this product code, (B)(4) was released in (B)(4) 2001, changing the raw material used and the geometry of the rod. In (B)(4) 2002, the field was instructed to return all old style instruments and replace with new.

Event description:
+/- 3.5cm of the 40cm im rod broke off and left in femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.